Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735795r, serial/lot #: (B)(4); product ID: 9735821, serial/lot #: (B)(4). Patient information is pending. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used during a sacroiliac and thoracolumbar procedure. It was reported that when setting up for the case, the main cart monitor went black, a reboot of the system resolved this issue. Then, the camera will intermittently not track instrumentation nor the imaging system trackers. When acquiring patient image, the site was having issues seeing the trackers of the imaging system and the patient frame in the tracking view. However, the two of the bottom boxes were green meaning that either the reference frame or the imaging system tracker was seen. After rebooting the system, they were able to proceed. However, during the procedure they were unable to track their instruments. The manufacturer representative was unable to track anything no matter what he did (re-position camera, change spheres). Navigation and part of procedure were aborted (they still performed the decompression). There was no known impact on patient outcome. On 2020-apr-06 additional information received. The manufacturer representative was on site to replace the camera. It was noticed that the ir emitters on the system camera would flicker and then stop. This occurred on both sides of the camera. Additionally, when performing the system checkout, the main cart monitor did not boot on as described in the case. A reboot resolved this. It was reported that patient was intimated and incision was made when site decided to abort navigation.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the monitor of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The power supply unit (psu) was returned to the manufacturer for analysis. The returned psu powered up on the test bench without the amber fault light on but a check of the event log showed intermittent firmware incompatibility issues dating back to sep 2019. The psu also failed an accuracy test (aak) at .33 mm with a passing threshold of .25 mm. The monitor was tested and found to power on inconsistently when connected to power. Monitor would initially boot normal but a few times power was applied and led indicator would not come on and monitor would not power up until the power cable was disconnected and reconnected. This was repeatable when continuing other power cycles. The hardware investigation found that the reported event was related to a hardware issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.